Event description:
It was reported that a steady increase in left ventricular (lv) lead threshold levels had been observed over time and that the readings were now at the upper limit of the normal range. Reprogramming of the pacing vector was recommended. Follow up with the patient's clinic indicated that the lv pacing thresholds were high on all vectors. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 implantable tachy lead, (B)(6) 2011; 407645 implantable pacing lead, (B)(6) 2011. (B)(4).